Event description:
It has been reported that the surgeon experienced difficulty in removing a tm humeral trial stem with the tm humeral inserter/extractor.

Manufacturer narrative:
Valuation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were trialed with the correct fit and orientation as per the surgical technique. Based on the lot number the inserter/extractor has an approximate field age of 5 years and 3 months. A definitive root cause cannot be determined with the information provided. However, the complaint maybe revised upon return of product or further information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.